Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter could be inflated without difficulty. The catheter was dissected and found no conditions that could contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. Do not reuse. Do not reuse. Do not reuse. (2) do not resterilize. Do not resterilize. Do not resterilize. Do not resterilize. Do not resterilize. Do not resterilize. Do not resterilize. Do not resterilize."

Event description:
It was reported that it was difficult to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon.